Manufacturer narrative:
Section a4, a6: unknown/ not provided. Asku. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor had planned to either reposition or exchange a monofocal toric intraocular lens (iol) since the lens had rotated. Additional information indicated that the lens was explanted from the patient's left eye on (B)(6) 2024. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: jan 23, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product, the lens was cleaned and was observed with cosmetic scratches on the optic body. No additional issues were identified and no further evaluation was performed. The complaint issue reported was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.